Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low sensor scan of 3 mmol/l when compared to a built-in meter. The customer felt sick, vomited, and was seen by a healthcare professional who obtained a laboratory result of 22 mmol/l and ketones of 3.5. The customer was diagnosed with hyperglycemia and provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low sensor scan of 3 mmol/l when compared to a built-in meter. The customer felt sick, vomited, and was seen by a healthcare professional who obtained a laboratory result of 22 mmol/l and ketones of 3.5. The customer was diagnosed with hyperglycemia and provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. The sensor plug was properly seated. Data was successfully downloaded using approved software. Sensor was found to be in state 6, (indicating an abnormal termination). Performed visual inspection on the plug assembly and no issues were observed. Replaced returned battery with a new unused battery to reprogram and activate the returned sensor however, the sensor remains in state 6. The returned battery was measured within specifications. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefor this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted..